Event description:
The customer's husband reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 350 mg/dl. The customer was not available at the time of the report to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.